Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was metrorrhagia, stress urinary incontinence, moderate cystocele, moderate rectocele, chronic pelvic pain, complex left ovarian cyst, status post thermachoice endometrial ablation, obesity, and status post bariatric surgery. The procedure performed was an examination under anesthesia, laparoscopic-assisted vaginal hysterectomy, left salpingo-oophorectomy, anterior vaginal repair; posterior vaginal repair; tvt and cystoscopy.